Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.

Event description:
The user facility reported a 74-year-old male patient was implanted with an impella rp device for mechanical circulatory support via the right jugular left ventricular assist device placement. It was reported that during the echocardiogram it showed the heart underfilled and cardiac tamponade was noted. The bleed was in the superior vena cava (svc). The rp flex's 23 fr sheath was the presumed cause of the tamponade and bleed at the svc. The team repaired the jugular and replaced the rp with a venous-arterial extra-corporeal membrane oxygenation (va-ECMO). The patient was reported as stable.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed since the original report was submitted. The device was not returned for investigation. As per the clinical details, it was discovered that there was a bleed in the superior vena cava (svc). This bleed was believed to have resulted from the initial placement of a 23 french (fr) sheath. The medical team repaired it surgically. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.